Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise and oversensing on the right ventricular (rv) channel. A revision procedure was performed and the system was removed from service. Visualization of the lead did not reveal any anomalies that would have caused or contributed to the clinical observations. No additional adverse patient effects were reported.